Manufacturer narrative:
Physio-control examined the device and verified the reported issue; however, due to the age of the device and the costs associated with the repair the customer declined service. The device was returned to the customer unrepaired at their request. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device would intermittently go blank. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not complete the charging cycle when prompted and, as a result, defibrillation therapy was not possible.